Event description:
A patient was scheduled for administration of adenosine. The dose exceeded the limits of the hospira plum a pump. The procedure had to be aborted and rescheduled as the patient only received half the dose. The dose has to be divided between 2 pumps when it exceeds 999. The dose ordered was adenosine 140 mcg/kg/min x 4 minutes.